Event description:
During a fitting appointment, the recipient reported hearing noises, like an owl in the left ear. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility, was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Further technical and medical checks are considered but no further information has been received.

Event description:
During a fitting appointment, the recipient reported to hear noises, like an owl in the left ear. Furthermore, in situ testing showed affected channels. Further technical cheeks and further medical intervention are considered but further information on this could not be gathered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting appointment, the user reported hearing noises, and in situ testing showed affected channels.